Event description:
Customer reported via letter that one element - triathlon femoral reamer was missing from the kit supplied. As per the customer a revision surgery of knee was planned. The customer reported that the loosen biomed prosthesis was removed and it was planned to implant new one, however due to the missing reamer, it was impossible to implant the prosthesis and a spacer needed to be implanted. The procedure will be completed during revision surgery.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. Cat number and lot codes of other devices listed in this report: im reamer - 17mm: cat# 6543-7-517, lot# ng3t10j. Im reamer - 18mm: cat# 6543-7-518, lot# ng3e10. Im reamer - 19mm: cat # 6543-7-519, lot# ng3t12. Im reamer - 20mm: cat # 6543-7-520, lot# ng3a13. Im reamer - 21mm: cat # 6543-7-521, lot# ng3t14k.